Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer passed away. Per medical examiner's office, the cause of death was due to diabetic ketoacidosis and hyperglycemia. Customer was found deceased in bed. It is unknown if customer was using the pump at the time of death, as per medical examiner's office, a pump was not recovered with the customer's body.